Event description:
It was reported the dragonfly opstar imaging catheter and balance middleweight (bmw) guide wire were advanced without resistance and were used in the left anterior descending (lad) lesion. Two successful pullbacks were performed. However, during removal the dragonfly could not be removed from the bmw. The dragonfly and bmw had to be removed as a single unit. The dragonfly and bmw were noted to have loops and bends. The procedure was completed successfully by this time. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI # is not known as the part and lot number were not provided the additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported deformation of the device was confirmed. The reported difficult to remove the catheter over the guide wire was not confirmed due to the removal condition of the returned device and inadvertently separation of the guide wire during analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the part number and lot number were not reported. Based on the information provided and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to deformation due to compressive stress include, but are not limited to, user technique, manipulation against resistance, excessive force applied to device, inadvertently mishandling, interaction with accessory devices, and/or interaction with challenging anatomy which likely led to the reported difficult to removing the dragonfly catheter. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.